Event description:
Philips received a complaint by the customer on the v60 indicating that a patient disconnect alarm had occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. It was reported that a patient disconnect alarm had occurred. The customer was unable to reproduce the reported issue. The remote service engineer (rse) advised the customer to complete pneumatics testing. The customer followed up with philips and stated they tested the device for several hours and was unable to reproduce the reported issue. The customer tested the device for several hours and was unable to reproduce the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.